Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via analysis of the submitted log file. The log file (B)(4) contained approximately 9 days of data ((B)(6) 2021 per the timestamp). No external power, low voltage hazard and power cable disconnect alarms were active on (B)(6) 2021 from 9:06:31 to 9:06:36 and on (B)(6) 2021 from 13:16:56 to 13:17:24 due to losses of ac power while connected to the mobile power unit (mpu); the alarms resolved each time when ac power was restored to the mpu. The system controller backup battery supplied power to the system and pump function was not affected during the losses of ac power. Additional information provided stated that the mpu (serial number: (B)(6)) would not be returned for evaluation and that the ac power cord was disconnected from the wall outlet at the time of the reported alarms. The root cause of the reported event was determined to be the mpu ac power cord becoming disconnected from the wall outlet. The device history records were reviewed and the records revealed that the mobile power unit, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mobile power unit was shipped to the customer on 23may2019. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the low voltage hazard, power cable disconnect, no external power, backup battery fault and driveline power fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU), entitled ¿powering the system¿, explains the various ways to power the heartmate iii lvas, including how to properly use the mpu and the actions to take in the event of a power failure. This section also informs the user of how to properly plug the mpu ac power cord into the wall outlet and into the mpu. Heartmate 3 instructions for use section 2, entitled "system operations", explains how to replace the system controller and how to replace the system controller backup battery. Section 5, entitled ¿surgical procedures¿, also explains how to install the backup battery in the system controller. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the mobile power unit (mpu) had v-lock connector on the ac power cord and the power cord had come loose at the wall outlet.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Related manufacturer report number: 2916596-2021-04553. It was reported that the patient's log files were submitted for review. The log file analysis revealed transient power cable disconnect and low power hazard alarms on 19jul2021 and 24jul2021 while connected to the mobile power unit (mpu). This was caused by power to the mpu being briefly interrupted. There was no interruption in pump support during these events. The event log also displayed strings of backup battery faults on 7/24 at 1:35pm ¿ 2:35pm followed by driveline disconnects indicative of a controller exchange. There were no other unusual events seen within the log files. The mcs equipment is operating as expected. The log files from the patient's new system controller were then submitted for review. The log file analysis revealed multiple strings of driveline power fault alarms on 25jul2021 from 8:01 pm through 10:57 pm.